Event description:
It was reported by the clinician that after the catheter insertion, the extension tube was connected to the intra-aortic balloon (iab), then flushed with saline solution. It was at that time that a leak was found coming from the stopcock. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Evaluation: the intra-aortic balloon (iab) was not returned. The 6" arterial pressure (ap) line, 12 ml syringe and white end cap were returned. There were no traces of blood on the returned ap line. After blocking all openings on the stopcock, water was injected into it. A leak was evident where the 6" tubing connects to the stopcock. The part was examined under magnification and a void in the glue was detected at the stopcock junction. A device history review record review was conducted with no relevant findings. Conclusion: insufficient bonding at the stopcock/tubing junction.